Manufacturer narrative:
One used endotracheal tube was returned for product inspection. Visual observation found the inflation line detached from the tracheal tube shaft. The inflation line did not appear to be damaged (e.g. No cuts or stretch marks were observed on the tube). Magnification of the inflation line tip observed solvent marks around its perimeter. This suggests the inflation line had been bonded to the tracheal tube before its disconnection. The inflation line channel insertion depth was found within specification; measurement was: 4.0 mm (spec. Is 3.0 -9.5 mm). As no lot information was reported, the device history record could not be reviewed and the manufacturing date could not be determined. In an attempt to duplicate the reported product issue, seven inflation lines were bonded to tracheal tubes; after adherence, force was applied to the inflation lines to manually remove them from their inflation line channels. In each event, the inflation line snapped and a fragment remained in the inflation line channel. The returned sample was compared to the seven test samples. The returned sample did not poses fragmented tubing in the inflation line channel. This suggests the inflation line may not have been fully adhered to the channel during manufacturing. A walk-through of the manufacturing floor and process review was performed in february of 2016. Production personnel were confirmed to be following procedure properly; no issues were observed in the manufacturing processing. In 2013, manufacturing personnel received re-training and detailed guidance on the amount of thf solvent required during assembly. As lot information was not provided with this report, it cannot be determined if the tube was manufactured before or after 2013. Production personnel received re-training in february of 2016 with an emphasis on the bonding and welding instruction provided in 2013. No further actions have been planned at this time.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the inflation line had become detached from the tracheal tube. It is unclear if the inflation line became detach before or after use with patient. Reporter stated that there was no harm to the patient.